Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was "messing around with the bolus feature and delivered too much insulin". The customer's blood glucose level was between 54-80 mg/dl. Customer addressed bg levels with juice.